Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and no calcification in the distal left anterior descending artery. An ht balance middleweight (bmw) universal ii guide wire was advanced toward the target lesion and the tip broke off the distal end of the wire. No resistance was noted during advancement. An attempt was made to remove the guide wire but resistance was noted with the guide catheter. The guide catheter and guide wire were removed as a single unit from the patient and the separated guide wire tip was found in the hub of the guide catheter. A non-abbott guide wire was used to continue the procedure. There was no adverse patient effect. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.